Event description:
Patient called back regarding the issue in this case. Patient said the stimulation still keeps turning stim on and off by itself. Patient has not noticed any patterns of when the stimulation turns off. Agent redirected to doctor to check on the implant and contact a rep if needed. Patient mentioned they were in hospice and can't travel far, but said they have a doctor and would see if they could contact a rep for them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated maybe in the past month the stimulator / ins has turned off by itself. Patient stated the external batteries will stay at 100% and the implanted neurostimulators battery will also be 100% but the ins turns off. Patient verified they are not feeling stimulation with stimulation on. Patient stated this has been happening off and on since implant. The patient stated that initially it would happen only 2 or 3 times a year but over the past month it has been doing it a lot more often. Patient got up yesterday morning and checked the batteries and both batteries were at 100 but the controller said "stimulation off." The patient stated she turned the stimulator back on but she can only feel stim if she increases stim higher. Patient services suggested that patient contact her healthcare provider to have the ins checked. Four days later it was reported the patient had talked to a manufacturer's representative over the phone and had talked about replacing the battery in maybe a year.